Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in the mid circumflex (cx). The vessel was tortuous and very heavily calcified. The lesion was predilated with an unk size and type balloon. The physician then attempted to deliver the 3.00x16mm taxus express2 drug eluting stent but was unable to fully inflate the stent delivery balloon. A residual stenosis of 50% was left. The physician noted the balloon was sticking and waited to the count of three and then attempted to withdraw the stent delivery system and felt resistance on withdrawal. As he began to pull on the delivery system the guide went off into the left main. The physician was able to pull the guide back and successfully place the stent. The stent was post-dilated to full expansion with a 3.25x8mm quantum balloon. No pt complications were reported and the pt condition is listed as okay.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the mfg records for this particular batch namely top assembly batch # 8508392 found that the device met its material, assembly and product specs, at the time of release to distribution. This particular batch number 8508392 has no associated complaints to date. No root cause can be determined.